Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in right eye. On pod298, patient experienced "flat bleb" while on maximum medication therapy (4 drug classes) and underwent device explantation.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in right eye. On pod 298, patient experienced "flat bleb" while on maximum medication therapy (4 drug classes) and underwent device explantation.